Event description:
It was observed that during the device evaluation, the high-flow insufflation unit exhibited a front-panel light-emitting diode (led) lamp that appeared dim. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the front-panel light emitting diode (led) lamp appearing dim is attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.